Event description:
On july 18, 2025, the patient contacted inogen, to report smoke and getting burn upon plugging in their g3 device. The patient did not provide specific details regarding the circumstances of how it occurred. Inogen, attempted to follow up with the patient on three separate occasions to gather more information, but the patient was unreachable. No fires, or property damage were reported. Intervention is unknown. This complaint is being submitted due to the nature of patient claiming they had gotten burnt and referencing a potential fire hazard.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted.